Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad unresponsive and motor error. Customer¿s blood glucose level was unknown. Customer reports insulin pump had cracked near case corners of screen. Customer states insulin pump had frequent no delivery alarms. Customer reports keypad buttons are not working. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device passed self test. Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device passed self test. Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump primed properly. No excessive no delivery/occlusion alarm noted. No motor error alarm noted. Motor passed motor test. Insulin pump received with cracked case at the display window corners and cracked lcd window. Pump primed properly. No excessive no delivery/occlusion alarm noted. No motor error alarm noted. Motor passed motor test. Insulin pump received with cracked case at the display window corners and cracked lcd window. (B)(4).